Event description:
Information was received indicating that a smiths medical administration set has a leak at the equashield connector. The cadd pump was filled as normal and cstd was added to the line as usual. They use cstd between the pump and the extension set and then again from the extension set to the patient. The pump was attached to the patient and turned on. As the patient was leaving blood started to spill out of the luer-lock connection on the cstd device closest to the patient. There were no reported adverse events.